Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, the first firing for duodenum resection was successful. At the second firing for stomach resection, they squeezed the handle for checking the jaws however it was stiff. They squeezed the handle twice as strongly than usual. They could not close the jaws smoothly. They stopped using this handle and replaced it with a new one, then connected the same cartridge, this time they could check the jaws opening/closing smoothly. The firing was completed with no problem. The surgical time was extended by more than 30 min. There was no patient injury.